Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was not dispatched to the site for this event. Customer technical support (cts) was told by the customer that bloody fluid was observed on top of the sample tubes after aspiration. The customer replaced the needle cartridge and flushed both pathways in the bellows drain to resolve the issue. The instrument performed without leaks. The repairs were verified per established procedures. The instrument was returned to normal operation. (B)(4).

Event description:
The customer reported bloody diluent leaked from the lh 780 hematology analyzer. The volume of the leak is unknown. The leak was not contained within the instrument. There was no exposure to mucous membranes or open wounds. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No erroneous patient results were generated in connection with this event. There was no death, injury, or affect to user or to patient treatment attributed to this event.